Event description:
On 11/11/76 had augmentation with a pair of 280 cc breast implants. On 4/16/94 had mammogram. On 4/20/94 was told right implant was ruptured. Went to three doctors and was told the same thing - a rupture.